Event description:
It was reported that the customer¿s continuous glucose monitoring sensor detached from the arm and no replacement sensors were available, after which an agent instructed the customer to operate the ilet in blood bg run mode and to enter fingerstick blood glucose values into the pump. Symptoms included hyperglycemia peaking at 232 mg/dl. Outcomes included continued diabetes therapy using manual blood glucose entries without interruption of pump function. Investigation included troubleshooting and user education on use of bg run mode and manual data entry. Investigation of this case revealed user operational circumstances related to loss of the external sensor and successful transition to manual operation, with no device malfunction reported for the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances unrelated to device failure, mitigated by appropriate use of bg run mode and education.